Manufacturer narrative:
This is a supplemental report to provide additional information. Local service department checked the subject device and found that the forceps channel port was shaved due to physical stress. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the past similar case, the event was presumed to be caused that when inserting or withdrawing an endo therapy device or a cleaning brush, metal parts of the endo therapy device or the cleaning brush interfered with the forceps cannel port. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, there was a gap / looseness / deformation / scraping / rattling / detachment / tilting in the instrument channel port due to physical stress. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.